Event description:
While setting up for hysteroscopy with ablation instruments, it was noted that the black protective tip one 24f outer sheathy was missing. An investigation discovered the tip had come dislodged at the completion of a procedure on 9/25/92device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: .device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.